Manufacturer narrative:
The complaint of difficulty cutting with scissors is confirmed. One pair of scissors and a about 9 cm of a 4 fr s/l powerpicc was returned for evaluation. An attempt to cut non-complaint gauze and suture string with the returned scissors was successful and unremarkable. Attempts were made to cut a non-complaint single lumen catheter with the returned scissors; however, the scissors were found to make poor and/or incomplete cuts in the catheter. Microscopic inspection of the scissors revealed reddish-brown residue spots on the scissor blades. One of the blades of the scissors was slightly longer than the other blade. The returned scissors were not able to cut through a non-complainant single lumen catheter; however, the scissors are intended to cut only gauze and suture string. The investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the scissors in the PICC kit is not working, it not possible to cut the piccline before insertion it. The scissors are very dull 05/06/2024: the scissors returned for evaluation revealed reddish-brown residue spots on the scissor blades.